Event description:
On (B)(6) 2013, the reporter stated that 1-2 cases of phlebitis have occurred with the use of a venflon pro device that required surgical intervention. No other information is available at this time.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.